Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. E3 title: endoscopy supervisor a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the phenomenon occurred due to cable failure. The cable failure could be attributed to accidental failure and/or user handling. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer requested quotes for when the work will be completed. The olympus representative sent a quote to replace the cabling to the customer for both through the week and the weekend. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use, the evis exera iii video system center does not display an image on two monitors. The customer used an external cable to test, then use the monitor. No patient involvement or impact to patient care was reported.